Event description:
Patient reported they were injected with a syringe of juvéderm voluma® xc in the cheeks. About 3 weeks later, the patient had a deep teeth cleaning with their dentist. After the deep teeth cleaning, patient reported they started experiencing pain in their teeth and infected gums, deemed not device related. The patient's dentist prescribed them two rounds of amoxicillin and a round of methylpred. Patient reported the events are ongoing and they believe them to be worsening.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infected gums, deemed not device related is considered an unexpected adverse drug experience.